Event description:
Device history record was reviewed, nothing linked to the reported event was found. Device history log was reviewed, reported event was confirmed. Indeed, several errors 30 were found in device logs file. The subject device (model agilia sp mc, serial number (B)(6)) was not sent back to our laboratory for analysis as investigation was performed locally. The suspected defective cpu board was not returned as well. Therefore, no review could be performed and reported event could be reproduced, nor confirmed by our laboratory. However, according to local fault investigation report, reported event was linked to a defective cpu board. Based on available information, the root cause of the reported event was linked to a defective cpu board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "the reported device displays the following error code 30-0080" per the technical manual, this is a timekeeper issue. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.